Event description:
Information received indicates the brake is not holding. The casters continue th ratchet when in brake.

Manufacturer narrative:
The technician replaced the four brake casters to repair the stretcher.